Event description:
It was reported that the right ventricular (rv) lead was showing less than 100 ohms. It was thought that the rv lead impedance measurement was not accurate due to low battery voltage. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).